Event description:
The electrosurgical generator activated without user pressing the activation button on the pencil.our observation is that fluid (blood) may be entering into the pencil at a very small gap in the union of two pieces of the handpiece. We can see a small bubble produced at this location when pressing on one of the buttons. There appears to be fluid internal at this location. I will e-mail you a picture showing this location. We have contacted the vendor to let them know. The response was no one else had this problem.